Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information be received or the product be returned, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that over 6 years post implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a minor stent fracture (type 1) was noted. It was reported that no intervention has been required and the valve remains implanted with no adverse patient effects.